Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) viewer and installed new viewer covers to correct the issue. The system was tested and verified as ready for use. Isi did receive the viewer and completed the failure analysis. Performed visual inspection and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 319 had occurred. Installed viewer on an internal equipment, fixture, or tool (eft) system and viewer functioned as designed. Power cycled several times with no errors. Unable to replicate reported issue during system testing. Root cause not determined at this time.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported repeated non recoverable 319 errors occurred at startup. The issue was identified on a single console after a review of the logs confirmed the errors were isolated to that console. The system was then powered down, the blue fiber cable was disconnected from the affected console, and the system was powered back on, after which it restarted successfully without errors and preparation for the procedure was able to continue. To further isolate the issue, the affected console was powered on in standalone mode, where error 319 appeared immediately at startup, confirming the fault was localized to that console. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The root cause is linked to a communication issue with the viewer and it is unable to be traced more specifically as failure analysis was unable to replicate.

Event description:
Refer to h11 for follow-up information.